Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis could not confirm the reported event. No anomalies found.

Event description:
It was reported the stylus pen was out of calibration by several inches. The programmer was returned for repair. No patient involvement was reported.